Event description:
Customer reported not able to test blood glucose due to an issue with meter field exchange. Customer stated that he experienced one episode of seizure afterward. Customer reported calling an ambulance and was taken to a hospital. The diagnosed and course of treatment at the hospital is unk. An investigation into the details of this event is in process.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.